Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based only on the description of event. It is plausible that the taa rupture was caused by the endoleak of unknown type. Since product was not returned and images were not provided it is not possible to determine the exact root cause of this event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, the physician urgently placed zteg-2p-34-152-pf for taa rupture. Endoleak was confirmed by CT but its type was unsure by angiography. The physician thought it was type ii or type iii and planned angiography in november to determine its type and completed the procedure. On (B)(6) 2013, the taa ruptured and the patient vomited blood. The physician urgently placed another zteg-2p-34-152-pf. Patient outcome: the patient is doing fine after the procedure.